Event description:
Plaintiff alleges suffering severe emotional distress, and an inability to engage in her normal activities. Further alleges suffering physical injuries, including but not limited to hives, wheezing, hand dermatitis, runny eyes, runny nose, dizziness, flu-like symptoms and other physical injuries.